Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a scd pump. The customer states there was no ac power. The unit was returned to a covidien service center. Upon triage, service tech found ac power cord damaged. The copper wires were exposed.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.